Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device primary evaluation found: occurrence of image noise, sudden loss of vision due to no image, board failure and air/water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned a 4k autoclavable camera head to olympus without specifying a device problem. The device was subsequently evaluated by olympus and an image failure was discovered.  This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the image failure could not be determined. Olympus will continue to monitor field performance for this device.